Event description:
It was reported that there was a ¿high tense constant pitch noise coming from the laser. The noise was so loud that the case was cancelled." "No injury to the patient" was reported.

Manufacturer narrative:
System analysis/service repair on (B)(6) 2014: the reported ¿electrical noise" was verified and found that the noise was coming from pdb pcb. The pdb pcb and lamp power supply were replaced. Pdb pcb, s/n (B)(4), was installed. Verified noise was no longer present. The system was tested and verified that laser operates within specifications and is ready for use. The replaced pdb pcb, s/n (B)(4), and lamp power supply, s/n (B)(4), were not returned to ams.

Manufacturer narrative:
Reportability aware date is: (b)(\6) 2014.